Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient receiving lioresal (1000 mcg/ml, 199.8 mcg/ml) via implanted infusion pump. It was reported the family felt the patient was more spastic than normal and wondered if the pump was working correctly. An inconclusive dye study was performed on (B)(6) 2022. Fluid was drawn out of the patient around the pump site and sent to lab. The fluid was milky in color. The lab results were negative. The patient went to the operating room (or) for a full system replacement on (B)(6) 2022. The pump was removed from the pocket. The milky substance was in the pocket area and was suctioned away. The catheter was aspirated from the pump a 4 cc's of cerebral spinal fluid (csf) was obtained. They attempted another dye study through the original pump, but dye would not go in. They placed the new pump on the current implanted catheter and had a successful dye study. At this time it was felt that the catheter was fully functioning and there was no reason to replace the catheter. Two large tyrx were placed around the new pump and placed back into the pocket and sutured everything like no rmal. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at time of report. The patient's weight and medical history were asked, but would not be made available. The patient's status at time of report was alive - no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: destructive analysis identified the internal pump tube was deformed. However, during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.